Event description:
During an acl (anterior cruciate ligament) reconstruction and meniscal tear procedure it was reported that the suture did not hold on successfully. No implants were left unsupported in the patient¿s joint. The case was successfully completed with a backup device after a five minute delay.

Manufacturer narrative:
Initial reporter: (B)(6). One fast-fix ultra curved inserter and suture were returned for evaluation. Visual assessment of the device confirmed the suture and ts are free from the inserter. Ts are missing from the suture and were not returned for evaluation. Suture appears to have been cut where ts are normally located. The depth limiter has been cut to the surgeons desired length. The trigger has been fully advanced and is locked within the handle indicating a complete deployment of both ts took place. The reported complaint cannot be confirmed. A root cause can not be confirmed. No further investigation is necessary at this time. (B)(4).